Event description:
The customer reported that while in patient use the ventilator was "slowing down" off and on for a few minutes. The patient was removed from the ventilator and placed on another 3100a. No patient harm.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and was unable to duplicate the customer reported complaint. Performed routine maintenance and testing. The ventilator performs to specifications.